Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
It was reported that during a laparoscopic cholecystectomy to a (B)(6) male, the extremity of the forceps was ignited (confirmed on fire). The plastic sheath before the jaw, and the black plastic ring at the extremity were melted, and the extremity of the sheath was bent. The instrument was retired immediately and was placed in quarantine. The product was in contact with the patient however no injury or consequences was reported.

Manufacturer narrative:
Integra has completed their internal investigation on march 18, 2016. The investigation included: methods: evaluation of actual device, review of device history records, review of complaints history. Results: evaluation of returned device; the coating peels away from the two wires. Several marking were added on the handle and the tube: "(B)(4)", "ak32/2015". The distal black ring of the tube was changed. No (B)(4) maintenance or repair. DHR review; no nonconformity for this lot. Complaints history; no complaint for this lot. Conclusion: the instrument has been modified outside of (B)(4) by an external contractor no qualified by (B)(4). This modification could have led to the reported event.